Event description:
Customer called and reported that the balloon while inflated began to deflate with air bubbles coming out of the proximal end of irrigation cannula. Also the balloon filled up with some blood.